Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between her ipg and the pt programmer. As a result, the pt is without stimulation. A sjm rep was unable to resolve the issue with reprogramming. The pt will consult with the physician regarding surgical intervention as the next course of action.